Manufacturer narrative:
An evaluation of the device cannot be performed as the device is not available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported, "patient still hurts."